Event description:
Boston scientific received information that high pacing impedances greater than 2000 ohms were noted on this right ventricular lead along with decreased r wave sensing and high pacing thresholds. A procedure was performed to address the issue. A tug test was performed, and the lead came right out of the header due to a loose connection between the lead and device. It was suspected the setscrew on the device may have not been tightened fully at the original implant, resulting in the issue. The lead was re-connected with normal lead diagnostics. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.